Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During support positioning issues occurred; the positioning alarms were on and it was confirmed by echocardiography (echo) and disabled. The impella was repositioned at the patient's bedside and pulled back under echo guidance. There were good flows and waveforms. Pressure was increased to p8. The tuohy-borst was tightened. Patient tolerated wean well and hemodynamics remained stable. No bleeding or hematoma noted to site post closure.